Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "wear and/or deformation of articulating surfaces." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. Root cause of the event was most likely contributed to third party debris; however, a conclusive root cause could not be determined.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2015 due to pitting and non-uniformity of the tibial bearing. The tibial bearing and tibial tray were removed and replaced.